Manufacturer narrative:
The event of ipg explant due to pain at ipg site due to discomfort at ipg site was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported that the patient experienced discomfort at their scs ipg site. In turn, the patient underwent surgical intervention wherein the scs ipg was explanted to address the issue.